Event description:
It was reported that vessel dissection occurred.The target lesion was located in the right coronary artery. The lesion was predilated using a 2.5 x 15 mm Maverick 2 balloon. A 2.75 x 24mm Synergy XD drug-eluting stent was advanced and deployed at 11 atmospheres. After deployment, a dissection was observed distal to the stent. It was covered by deploying a 2.50 x 16 mm Synergy XD stent. The procedure was completed with no further patient complications. Patient was stable and fully recovered.